Event description:
It was reported that the patient underwent a procedure for l5-s1 posterior lumbar interbody fusion and l4-5, l5-s1 posterior arthrodesis with implant of interbody cages, pedicle screw fixation, bone graft, and rhbmp-2/acs. At 18 months post-op the patient reports pain radiating down both legs to the toes on his left foot and the top of his foot on the right side. He has shooting and burning pain in the front of his legs from the knee to the foot. At 20 months post-op, images show implants are in acceptable position. There is good evidence of bone formation posterolaterally from l4 to s1, as well as within the interbody cages. There is mild degenerative scoliosis above the previous fusion. The patient underwent a procedure to treat l3-4 discogenic disease above the previously treated levels. Procedure was for l3-4 posterior lumbar interbody fusion and l3-4 posterior arthrodesis with implant of interbody cage, pedicle screw fixation, actifuse, rhbmp-2/acs, and local autograft. Medical records for the next 19 months indicate the patient having complaints of continue low back pain and left lower extremity pain, with numbness in the left foot. He also has the pain that he had prior to the surgery which involves the posterior thigh, anterior and lateral leg, and bilateral toes. Treatment included bone stimulator and lumbar injections. Pt. Diagnosed with post laminectomy syndrome lumbar.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.